Event description:
It was reported that the patient had scars. The patient reported a skin irritation from a allergic reaction, as well. No further details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. No lot release records were reviewed, as the product lot number was not provided.